Event description:
It was reported that the external pulse generator (epg) had physical damage and may have been dropped. The epg was returned to the manufacturer, analyzed, and tested out of specification. The unit has physical damage. It may have been dropped. Perform a complete inspection, repair as needed, and calibrate. There was no patient involvement. (B)(6) 2011 it was reported that the external pulse generator (epg) had physical damage and may have been dropped. The epg was returned to the manufacturer for repair analyzed, and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - confirmed customer comment was confirmed and the upper/ lower case was broken. Analysis also concluded that the two side bail covers and ring cover were broken. One side bail and ring were missing the heart block, and lead flex cover were contaminated.